Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B)(4) lead model is included in a field advisory.

Event description:
It was reported that the lead was t-wave oversensing and that the patient had been shocked twice. The lead remains in use. No patient complications have been reported as a result of this event.